Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that during a routine device check, a commanded test displayed a shock impedance measurement greater than 125 ohms. When the patient performed isometric exercises, shock impedance measurements were within acceptable limits. At a resting state, the shock impedance again increased to greater than 125 ohms. The device was reprogrammed right ventricular (rv) lead coil to can, which produced within acceptable limit measurements. To date, no adverse patient effects were reported as a result of this clinical observation.